Event description:
During a procedure, the dr was pulling the catheter back to treat the last segment and felt some resistance. Upon using some effort to pull back the catheter, the sheath and the catheter body suddenly gave way and it was observed the sheath had ripped into two pieces. The hub was in the physicians hands and the distal part of the sheath was in the pt's leg. The dr then had to make an incision to retrieve the distal part of the sheath, do two sutures to pt's incision, and prescribe topical/oral antibiotics.

Manufacturer narrative:
Results of eval will be filed in a supplemental report.